Manufacturer narrative:
H4: the lot was manufactured between june 21, 2023 - june 22, 2023. H10: the actual device was received for evaluation containing fluid in the bladder. Visual inspection was performed on the sample and evidence of leak (backflow) at the fill port was noted. Further inspection identified a particle stuck under the device checkband. The particle was identified to be acrylic material via a fourier transform infrared spectroscopy (ftir) test. Acrylic is the material of the device stressmember which is located inside the bladder. The reported condition was verified. The cause of backflow was due to a particle stuck under the device checkband; the particle under the checkband was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked from the injection port. The device was filled with fluorouracil and sodium chloride (nacl). This occurred prior to patient use. There was no patient involvement. No additional information is available.